Manufacturer narrative:
The device history record (DHR) of this plate 21133-4 and the resp. Screws were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The screws backed out due to non-union of the humeral fracture (5 months post-op).

Event description:
It was reported that screws backed out of a proximal humeral plate, 4-hole postoperatively. Original implant date (B)(6) 2014. A revision surgery was performed on (B)(6) 2014.